Event description:
Healthcare professional reported a right side "any creases associated with hole".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening and one opening on radius side assessed as surgical damage. Creases/folding of implant: observed, flat creases. Additional observations: wear abrasion is observed. Nick is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.